Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have not worn the aligners in over a year because they noticed that after a couple of months of treatment they developed a lot of jaw pain and misalignment. They have been diagnosed with tmj by 2 ent medical doctors. They suffered from a lot of pain, mobility problems, inner ear spasms and related migraines. They are being treated with botox on their masseters and temples for 6 months and with migraine medication. The tmj problems started after initiating the byte aligner treatment. Update received, patient has provided letter of recommendation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.